Event description:
It was reported that the device was in back up mode and unable to be interrogated. The patient was exposed to electrocautery and av node rf ablation. The device was explanted and replaced.

Manufacturer narrative:
The reported back-up mode and no communication were confirmed in the laboratory. Fluctuation of the power supply was observed during bench testing. With an external power source the device passed automated testing, but it did not successfully load firmware during download test. During further analysis, the hybrid module was damaged. The cause of the reported back-up mode and no commucication could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.